Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the transcatheter aortic valve implantation procedure, after the introducer was placed, blood leak from the hemostasis valve did not stop when withdrawing the dilator. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.